Event description:
This is being reported as an adverse event because the complaint originated from an attorney. It is not known what the pt was originally treated for. One device was implanted on (B)(6) 2008. No additional info was provided. The complaint via the attorney was that the pt suffered an injury (unspecified). It is not known when the event occurred. It is not known what the pt's current condition is. No info has been confirmed by a health care professional.

Manufacturer narrative:
The device lot number provided was 060414 with a part number of 830-247. The lot number did not correspond to a xenform device lot number. However, the device lot number was probably 0804014 with a corresponding part number of 830-247. This device history record was reviewed and everything was in order.